Event description:
It was reported that the revision was done due to pt complaint of groin pain. Upon removal of acetabular component, there was no visible signs of bone in-growth. Hospital has retained implants.

Manufacturer narrative:
The MFR did not receive explanted devices or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. We also note that the cup was combined with a resurfacing device that is cleared only for hemiarthroplasty in the u.s. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction for durom cup in july 2008. Should add'l info become available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time, and zimmer considers this case closed.